Manufacturer narrative:
(B)(4). Date of initial report: 01/15/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, a piece of foreign material was retrieved from the patient cavity. The piece seemed to be from the pencil. The piece was located at the subcutaneous tissue in the beginning of the procedure. At that time only forceps, retractor and the pencil were in the cavity. When the piece was retrieved from the patient, it separated in 2 parts; one was blue and the other was brown. There was no harm to the patient. (B)(4).

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 01/15/2016. Date of follow-up report: 02/04/2016. Evaluation of the incident pencil did not confirm the customer's report. The pencil was examined and all the components were intact with no missing or damaged plastic.